Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a serial digital interface input issue; the image was losing sink. The user wanted to know what type of signal was related to the serial digital interface input. The user was using a third-party product that has not been tested with olympus equipment. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.